Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing swelling and pain after initial implant surgery. The recipient was reportedly prophylactically prescribed antibiotics (type unknown) for a concern of an infection. Advanced bionics is still in the process of obtaining additional information.

Manufacturer narrative:
Correction information section b.1 & h.1. Additional information section b.1, b.2 & h.1. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced a middle ear infection. The middle ear infection is not believed to be device related. The recipient's middle ear infection has resolved. The recipient has resumed use of the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.